Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room due to pocket erosion. The pacemaker system was explanted and the patient was in a stable condition.